Manufacturer narrative:
Device was used for treatment, not diagnosis. "Percutaneous instrumentation of the cervical and cervico-thoracic spine using pedicle screws: preliminary clinical results and analysis of accuracy" (2011). Schaefer, c., et. Al. Eur spine j (2011) 20:977-985." This report is for unknown screws, unknown quantity, unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, "percutaneous instrumentation of the cervical and cervico-thoracic spine using pedicle screws: preliminary clinical results and analysis of accuracy" (2011). Schaefer, c., et. Al. Eur spine j (2011) 20:977-985. From april 2008 to november 2009, 15 patients who needed posterior cervical or cercicothoracis stabilization were treated with minimally invasive transpedicular screw placement. A total of 72 screws were inserted. There were nine females and six male patients with mean age of 59 years (range 25-79 years). Mean asa score was 3.13. Screw malpositions were detected which required revision surgery. Postoperative CT scans showed that of 17 of 72 screws that have migrated showed perforations of the pedicle wall. It cannot be determined whether or not synthes or competitor products caused the adverse event. This is report 2 of 2 for (B)(4). This report is for unknown screws that have migrated and showed perforations of the pedicle wall and the malposition of screws which required revision surgery. This report is for two devices.